Event description:
As reported, the indicator wire of a 5f exoseal vascular closure (vcd) pulled out without getting caught in the blood vessel. There was no reported patient injury. The vcd was used in an transfemoral cerebral angiogram. The device was stored and prepped according to the IFU. It is unknown whether the physician had achieved certification on the use of exoseal vcd, but they have experience in training. There were no visible signs of device or package damage prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator wire of a 5f exoseal vascular closure (vcd) pulled out without getting caught in the blood vessel. There was no reported patient injury. The vcd was used in a transfemoral cerebral angiogram. The device was stored and prepped according to the IFU. It is unknown whether the physician had achieved certification on the use of exoseal vcd, but they have experience in training. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An indicator wire deployment test simulation could not be performed due to it being received with the wire already deployed. Additionally, the indicator wire was pulled to achieve the black, black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the wire showed no anomalies and when pulled, successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that the wire would not catch the vessel wall and since this is patient related event, it cannot be duplicated in the lab. Without images, the cause cannot be established. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.